Manufacturer narrative:
A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump failed calibration. No patient injury reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 13-jun-2022 via email and attached to complaint object: all issues found with these pumps were found during testing and repair at customer facility.

Manufacturer narrative:
Device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection found that the device medical seal and battery door were both missing upon receipt. Functional tests including calibration tests were performed and passed. Results: the customer reported problem was not duplicated as the returned sample passed all functional tests including calibration during the investigation and testing performed. Error codes for the reported event were not found in the event history log. Root cause of the reported problem cannot be determined as the reported event could not be duplicated. The downstream occlusion sensor will be replaced for preventive measure. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during review of the service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: catalog number: 21-2120-0105-01, d4: correction: model number: 2120.